Event description:
Journal reference: pena e, pastor j, hernando v, et al. Skin erosion over implants in deep brain stimulation patients. Stereotact funct neurosurg 2008;86(2):120-126. We analyzed factors associated with skin erosion in 55 patients treated with deep brain stimulation (kinetra or soletra) for parkinson's (pd) or other diseases. Nine of 55 patients developed erosion, all of whom were pd patients who had been fitted with a kinetra device. Erosions may be due to an increased pressure over the skin resulting from the larger size and weight of the kinetra device. Reportable event: a female pt with parkinson's disease was implanted with a kinetra and bilateral leads. At 5 months post, the pt developed erosion in the skin along the extension cable tunnel pathway in the scalp before the connection, along with infection. Recurrence of erosion did occur; the entire stimulation system was removed.